Manufacturer narrative:
The impella cp was received and a failure investigation is underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) male presenting with post cardiotomy cardiogenic shock. During insertion of cp pump through aorta into the left ventricle, the cannula became kinked. As treatment, intervention with a snare was required to straighten the device. The device was removed and cardiac support was successfully achieved with a second device.

Manufacturer narrative:
The impella cp was received and a failure investigation was completed. Upon examination of the pump, and the fluoroscopy imagining provided, the catheter kink was confirmed. The location of the kink was identified directly above the outflow cage. The root cause of this failure was due to physician attempting to re-cross the aortic valve without a guide wire, after erroneously pulling the device out of the ventricle. A review of the device history record found no manufacturing issues or reworks associated with this pump lot. There are no other complaints associated with pumps from this lot.